Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post implant procedure, the patient developed a superficial incisional surgical site infection. It was noted that the patient presented to the emergency department with discharge and redness at wound site. Antibiotics was administered and the cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.